Event description:
It was reported that this right atrial (ra) lead position check failure marked on most recent transmission. The marking staging due to likely false positive atrial lead position check failure. Due to the limited information received, further follow-up to obtain related details was not possible.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.